Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the procedure of gaining access to the patient's right internal jugular vein with the introducer needle and 5ml syringe, the anesthesiologist became aware there was a blood and air mixture in the syringe. The anesthesiologist confirmed with ultrasound that the needle tip was appropriately in the middle of the vessel and still having a blood/air mixture. Upon closer review of the needle, it was noted there was a crack in the plastic hub portion of the steel introducer needle. The anesthesia team, immediately proceeded to use a new 9fr introducer sheath without any additional issue." There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine". No additional medical intervention was reported beyond removal of the affected device, and replacement with another device.